Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The device was returned to supplier for investigation and repair. The device was visually poor. The anodize on the housing is gone, the cable looks a little aged, and there was contamination in connector end. The device did not run. There was a stall error, motor frozen in housing and rusty by bearings, forward button did not work, frayed lanyard wire, vacuum tube very loose, fails hi-pot on step 2 and 4, lots of moisture around motor, debris stuck in shaft. The cable, motor, flex strip, shaft face, seal head, face seal, and all o-rings were replaced and the device was tested per procedure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause determined to be contamination and moisture and debris inside. The supplier also noted that: the anodize completely stripped from the handpiece shell indicates the handpiece is being immersed in some corrosive agent. This could have contributed to the moisture which caused the handpiece to fail.

Event description:
It is reported that the device malfunctioned during surgery and the keypad would not work. No injury is reported, and surgery was completed with another device. Investigation discovered that the motor malfunctioned, causing the event to be reportable.